Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the evp assay had wobbly curves rising in signal in rfu and generating false positives. Patient samples were involved but there was no patient impact reported. The following information was provided by the initial reporter: wobbly slow rising evp curves. Customer has for evp assay ugly wobbly curves rising in signal in rfu at the generating false positive curves.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument the evp assay had wobbly curves rising in signal in rfu and generating false positives. Patient samples were involved but there was no patient impact reported. The following information was provided by the initial reporter: wobbly slow rising evp curves. Customer has for evp assay ugly wobbly curves rising in signal in rfu at the generating false positive curves.

Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "false positives" for the evp assay. Fse was dispatched to the customer site in order to perform reader normalization as service noted that there was evidence of reader normalizer signal drift. Qualification run was performed. Instrument was returned to the customer functioning to bd specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required as this complaint does not allege an elf/fai of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument (B)(6), and one additional work order was observed on 28apr2022 for the complaint failure mode reported. Complaints for results are within statistical control for the month of september 2022. The upper control limit was not breached, and trends were not identified associated with this defect. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-maxinst-aph rev 22 the potential risk of the reported failure mode is false positive, which is an s3; reference hw70.